Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced symptoms of hyperglycemia and was admitted to a hospital where he/she was diagnosed with diabetic ketoacidosis (dka). Details of treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since the reader was returned the serial number listed was modified from unk to (B)(6). An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. This also serves as a correction report d4 (model number) was incorrectly documented in the previous follow up and initial MDR. D4 has been updated.

Event description:
Customer reported being was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced symptoms of hyperglycemia and was admitted to a hospital where he/she was diagnosed with diabetic ketoacidosis (dka). Details of treatment were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) was returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with a button.no malfunction or product deficiency was identified.updated section d4 serial number from unk to (B)(6) based off of product return updated section h4 bases off of product return.

Event description:
Customer reported being was unable to test due to the adc freestyle libre reader not powering on with button press or test strip insertion. Customer experienced symptoms of hyperglycemia and was admitted to a hospital where he/she was diagnosed with diabetic ketoacidosis (dka). Details of treatment were not provided. There was no report of death or permanent impairment associated with this event.